Event description:
It was reported that during implant attempt, sensitivity measurement of the p wave amplitude on the atrial lead was lower through the device than the measurement through the analyzer. The lead was repositioned with the same result. The device was not implanted. A new device was opened and the sensitivity on the atrial lead matched the analyzer measurement. The second device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.